Event description:
Per the clinic, the recipient experienced poor sound quality and tinnitus with and without the processor on, in (B)(6) 2019. Steroids were prescribed (type not reported). Reportedly, recipient's impedance measurements have not changed. The implanted device remains.